Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) prompted to realign the patient," which was confirmed based on the archive data review and functional run-in testing. The customer did not report user advisories (ua) or fault codes. The root cause of the customer-reported complaint was a failed drivetrain motor, likely attributed to the age of the device. The autopulse platform was manufactured in 2007 and is 15 years old, past the expected serviceable life of five years. Upon visual inspection, no physical damage was observed. The archive data indicated multiple ua02 and ua07 messages., unrelated to the reported complaint. Ua02 occurs when the drive shaft rotates and shortens/tightens the lifeband (compresses the chest). The load sensors do not see the expected increase in load. Based on the archive review, the take-up target and the max load sum indicated the patient's size was either too small or light in weight. Another possibility is the patient had shifted during compression. Further review of the archive, the device stopped compressions multiple times to ua17. During active operation, the motor was on too long because the autopulse did not reach the target depth within the specification. The take-up target and the encoder take-up end values indicate the patient chest circumference is large and very stiff to compress. These factors might have contributed to the device's stopping compression. In addition, unrelated to the reported complaint, noticed that the start date in the archive data was november 21, 2020. After multiple attempts to clear and initialize the archive storage file. The start date was still saved as november 21, 2020. The archive stored in non-volatile memory in the processor was not updated. The likely root cause of the archive issue was a failed processor board, likely attributed to the age of the device. The processor board was replaced to address the archive issue. The autopulse platform passed the preliminary functional testing with no errors or faults. However, the autopulse platform stopped compressions repeatedly during the run-in test and displayed a "system error, out of service, revert to manual CPR" message. The system error observed during the investigation was system error 139 (unable to hold compression position), unrelated to the reported complaint. The brake gap inspection revealed that the drivetrain motor's brake gap was too wide (measured at 0.013") and couldn't be adjusted back into the specification (0.008" ± 0.001") due to the failed drivetrain motor. The drivetrain motor was replaced to address the reported complaint. Following service, the autopulse platform passed all the final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4) was deployed for resuscitating a cardiac arrest patient. During the resuscitation, the crew was advised to realign the patient for an unknown reason. The crew did not see any user advisory or fault code displayed by the autopulse platform. The crew tried to realign the patient several times; however, the issue persisted. The crew switched to another autopulse platform for resuscitation, and the crew did perform manual CPR while switching over to another autopulse platform. The second autopulse platform worked as intended until the patient was transported to the hospital. Later, the crew got the information that the patient had expired at the hospital. No further information was provided. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident, and it was determined that the death was not related to the autopulse device.